Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of endocarditis and sepsis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip referenced filed under separate a medwatch report.

Event description:
This is filed to report sepsis and endocarditis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (81009u214, 81009u210) were implanted, reducing the mr to 1. On (B)(6) 2019, the patient was re-admitted with septic endocarditis. Antibiotics and antiplatelet therapy was given to the patient for treatment. The patient remains hospitalized. Both clips remain stable on the leaflets. No additional information was provided.